Event description:
Recurrent pericardial effusion was reported, as procedure related. The patient had pericardiocentesis with catheter drainage. After the drain was removed, an echo confirmed there was no further effusion. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of pleuritic chest pain, dyspnea with minimal exertion, and dizziness, after being discharged post-implant. The patient was admitted to the hospital. A lead revision was done in 2005. Recurrent pericardial effusion was reported, as procedure related. The patient had pericardiocentesis with catheter drainage. The drain was removed the following month, after an echo confirmed there was no further effusion. The event was resolved, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: it was reported that the patient complained of pleuritic chest pain, dyspnea with minimal exertion, and dizziness, after being discharged post-implant. The patient was admitted to the hospital. A lead revision was done in 2005. Recurrent pericardial effusion was reported, as procedure related. The patient had pericardiocentesis with catheter drainage. The drain was removed the following month, after an echo confirmed there was no further effusion. The event was resolved, and the lead remains in use. No further patient complications have been reported as a result of this event. Operational context contributed to event; device remains activated.